Event description:
Related manufacturer reference number: 2017865-2024-71068. It was reported that during the explant procedure, it was noted that the sealing ring electrode of the ventricular (lv) lead connector was detached and stuck in the lv port at header. The device was explanted and replaced. The lv lead remained implanted and connected to the new pacemaker. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿sealing ring between the tip and ring electrode came off¿ was confirmed. As received, a partial lead (only sealing ring) was returned in one piece. Unable to perform dimensional analysis due to the condition of the partial lead, as received. The cause of the reported event was consistent with procedural damage.